Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported cartridge alarm 19 was verified. The reported cartridge alarm 5 was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Additionally, it was reported that a cartridge alarm 5 (pressure out of range) occurred. The customer's blood glucose level was in the 180's (mg/dl). Reportedly, the customer had manual injections as alternate insulin therapy.